Event description:
Both implants have failed within 3-4 yrs of implantation. Left 7/15/98 deflated and was replaced in 1999. Right deflated 3 yrs and five months after implantation. Reporter feels that there is a "conspiracy to hide what is actually going on" with his implants because the MFR's report of evaluation lists rupture due to use of forceps at implantation.